Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 314.5 cm from the end of the connector to the end of the exposed glass tip. Examination under magnification confirmed that the tip appeared to be degraded down to the fiber jacket. There was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The flexiva 200 laser fiber the IFU states, in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Additionally, the exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. The fiber is consumable and meant to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector, resulting in overheating of the sma connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 laser fiber was used in a retrograde flexible ureteroscopy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a lumenis versapulse powersuite holium 100w laser console. During the procedure, the connector of the laser fiber overheated. There was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patients condition was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 laser fiber was used in a retrograde flexible ureteroscopy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a lumenis versapulse powersuite holium 100w laser console. During the procedure, the connector of the laser fiber overheated. There was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patients condition was reported to be stable.